Event description:
The facility reports the resident was preparing for discharge after recovering from a total knee replacement. The care aid walked the resident to the tub room after breakfast. The tub was filled and raised to 32 inches (from floor to top edge of the tub shell). The resident stood at the grab bar as the care aid helped her undress her lower body. The resident then sat in the lifter to undress her upper body independently. The care aid raised the resident into the tub. After bathing the resident, the care aid lowered the tub back to approx 32 inches from floor to top edge of the tub. The care aid then raised the resident in the lifter to approx 40 inches (floor to seat height) to remove her from the tub. The resident was now sitting slightly forward on the lifter seat with approx 6 inches of space between the back of the seat and her hips. The care aid pulled the lifter back from the tub into the space between the tub and laundry and applied the brakes to the lifter. The resident was facing the wall with the grab bar and laundry. The care aid applied lotion to the resident's lower legs and put socks on her feet, then walked around to the hand controls to lower the lifter to its lowest height. As the lifter descended, the resident was seated with her hips slightly forward in the seat, her shoulders leaning on the backrest and her hands on the lifter bar in front of her. When the seat reached a height of approx 32 inches above the ground, the whole chair tipped towards the laundry machines. The care aid tried to grab the chair to prevent it from going all the way over, but "it happened so suddenly" she could not prevent the fall. The resident sustained a left fibula plateau fracture, skin abrasions on the right and left groin area and upper limb contusions. The care aid sustained a left side groin strain and lower back pain.

Manufacturer narrative:
An arjo investigator examined the device and found the housing of the scale cracked near the fasteners. All controls worked normally on the handset and tower; the scale was damaged in the incident and would not turn on. In the re-enactment, the investigator parked the lifter with the back right corner just over the edge of the tub, and the chair started to tip in the same fashion as the incident. The investigator found the lifter safety belt in new condition and folded in a drawer near the tub. The staff report never using it. The staff also report never lowering the tub to a height less than 32 inches because it drains too slowly. No staff member or mgmt was able to locate the lifter manual or training video. Orientation to the equipment is peer-led and content includes the controls only. The prod is 10 yrs old and has exceeded its useful life. The MFR concludes the root cause of the incident (making the lifter to tip) is user error related. The bath tub was not lowered enough to allow the lifter to clear it, and no safety belt was used. The specially distributed 2004 san and operating instructions are very clear how the operation shall be done and have not been followed. It is advised facility personnel be retrained, especially in accordance with the operating and prod care instructions and the specially distributed san. It is also recommended replacement of the entire prod be considered, as it has exceeded its useful life.